Event description:
The customer returned the colonovideoscope to the service center for a defective angulation. During the device analysis, foreign material in jet tube and burnt c-cover was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- burnt c-cover, with the most probable cause traced to a component failure and foreign material in jet tube, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.